Event description:
On (B)(6) 2012 the patient reported blood glucose (bg) readings between 41mg/dl and 111mg/dl since 2:00pm on (B)(6) 2012. According to customer technical support (cts), the patient had difficulty explaining what happened and at times appeared to be incoherent. The patient said that at 2:18pm she performed a routine cartridge replacement. At that time her bg was 45mg/dl; at 9:00pm bg was 41mg/dl and 48mg/dl; and at the time of the contact with animas (2:15am on 04/23/2012) her bg was 74mg/dl. She treated herself with oral carbohydrate per health care provider's advice. At the end of the phone call her bg was reported to be 111mg/dl. The patient reviewed the pump and sequence of events with cts with the following findings: the time and date were correct, the basal rate was accurate, the bolus settings were correct, and the basal/bolus delivery amounts appeared to be right. All pump settings were correct. The patient was unable to confirm if the prime amounts were correct. She confirmed that she was not attached to the infusion set during any rewind, load, or prime activity. The patient alleged that there was a discrepancy between the amount of insulin she said she had in the cartridge at 2:16pm and the amount that remained at 11:42pm. She claimed that she filled the cartridge with 200 units of insulin, and that the basal, bolus, and prime delivery histories indicate that 36.25 units were delivered. The patient claimed that there were 47 units remaining in the cartridge. Calculations indicate that according to the patient's claims there should have been 116.75 units remaining. On (B)(6) 2012, an animas clinical manager met with the patient for additional training. The patient admitted that she did not rewind the piston prior to the load or prime steps, and that the insulin pushed out during manual insertion of the filled cartridge into the pump. Again she said that she was not attached to the pump during this step. The patient denied any sign of leaking or wetness during the time period in question. The missing insulin can be attributed to pushing insulin out during insertion of the cartridge against a piston that was not retracted. This complaint is being reported based on the following conclusion: the patient experienced bg levels and symptoms indicative of a serious bg excursion while using the pump. The cause of the adverse event being attributed to use error (remaining attached during cartridge change steps) is a strong probability.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A 29-hour flow accuracy test was performed and the pump was shown to be delivering insulin accurately. The pump was evaluated and found to be operating within required specifications. No insulin delivery or force sensor defects were discovered. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The black box revealed that prime steps were delivered at the time of the reported cartridge replacements but there were no rewind or load cartridge steps observed. At the time of the 2:16pm cartridge change, the history showed 70 units remaining (not 200 units reported by the patient) and at 11:42pm 48 units remained (close to the 47 units reported by the patient). There were 9 units that disappeared between 2:18pm and 10:35pm that were not programmed or delivered per pump history. This amount can be explained by the patient's admission of pushing a full cartridge against the raised piston during insertion of the cartridge into the pump.